Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that they were not happy with the results of the stimulator. It never seemed to make much difference and they had a lot of problems adjusting it to a setting that was helpful and it did not make a big difference in the pain. The manufacturer representative (rep) did adjust the ins and gave the patient different programs but it did not help the pain. The patient saw the rep twice for adjustments. The patient noted that this was why they had the back surgery. Their back was so bad they could not even stand up straight. Following surgery the patient was able to stand up straight. The patient reported that they had surgery on (B)(6) 2015 for a back surgery and the doctor had to remove the implantable neurostimulator (ins) system which was in the way of the back surgery. The patient was not 100% sure if the lead wires were taken out. The doctor had told them that they were taken out but the patient did not have anything in writing. The ins was removed because it was in the way of the surgery, it was noted that the lead was lying in the area the surgeon needed to work, so they had to remove it. Other relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.